Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "severe" peritonitis. The cause of the event was not reported. The patient presented to the emergency room and was subsequently hospitalized . It was further reported "proper management and medical treatment was given". Pd therapy was discontinued and the patient was transferred to hemodialysis. The patient was recovered from the event. The reporter declined to provide additional information.